Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2021 the customer was admitted into the hospital with ketone bodies of 6.8. The customer was taken off of the pump, and was treated with serum and an insulin IV and blood glucose levels decreased. The doctor put the customer back on her insulin pump therapy and ketone bodies immediately increased. The customer was then removed from the pump again and was treated with insulin pen therapy. At the time of the report ketone bodies and blood glucose levels were normalized. The customer was discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.